Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing fell apart at the hub during use, causing blood to leak out. There was no report of injury or medical intervention.

Event description:
It was reported that the bd nexiva closed IV catheter system tubing fell apart at the hub during use, causing blood to leak out. There was no report of injury or medical intervention.

Manufacturer narrative:
The defects catheter kink/bent and catheter defective/damaged, could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. DHR review was performed on lot number 81778954: the lot number was built/packaged on nfa line #1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed three non-related qn¿s were initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.